Event description:
The customer reported obtaining erratic platelet (plt) results for one (1) patient sample from the coulter act 5diff cap pierce (cp). The customer stated that the erroneous results were reported out of the laboratory. The patient's doctor questioned the results and requested for the sample to be repeated. There was no change or affect to patient treatment in connection with this event. The customer proceeded to run the patient sample several times and obtained discrepant results. Beckman coulter reviewed the supplied data which indicates that the instrument generated erratic results on all parameters for one (1) patient sample which was run a total of six (6) times. The customer had also sent the sample to a reference laboratory for repeat testing. The coulter act 5diff cp appeared to have generated correct results for three (3) runs, and erroneous results for the other three (3) runs. The complete blood count (cbc) parameters for the three erroneous results differ greatly when compared to the reference laboratory results which were considered correct.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and ran multiple tests but found no issues with instrument performance. The cause of the event is unknown.